Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. It was reported that the right eye on one of the surgeon consoles was black and that the procedure was not completed on the same console. The fse went on site but could not replicate the issue. The fse replaced the affected high resolution stereo viewer (hrsv) for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was returned for failure analysis and the reported issue was not replicated or confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed on our printed circuit assembly (pca) test system. Started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse checked system but could not replicate the issue. The fse's service visit did not reveal any issues related to the customer reported event. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye on one of the surgeon consoles was black. Technical support engineer (tse) was unable to determine serial number). Staff is not able to power cycle the system at the moment. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Dvstat was contacted but not for troubleshooting. The robot use was essentially done when issue occurred so no actions were taken to resolve the reported issue/to continue the procedure. The procedure was not completed with same console with no patient injury.